Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had calcification and difficult anatomy preventing successful delivery of impella. Device history lot: device lot: 1970191. Device history review:device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. The patient had a previous intra-aortic balloon pump placed in the cardiac catheterization laboratory after becoming hemodynamically unstable due to a pinched left circumflex artery and a pseudoaneurysm on her inferior wall. Due to severe aortic calcification, despite many attempts, the impella cp would not advance past the aortic arch. The medical team decided to abort the impella cp implantation and decided to place an impella 5.5 instead. The impella 5.5 was successfully placed with no complications. The impella 5.5 was explanted successfully after weaning. The patient's outcome at the time of explant was survived.